Manufacturer narrative:
The manufacturer, arcoma ab, has identified a small number of slider plates that may not have been properly adjusted during manufacturing. The us importer canon medical systems has been notified. They have been instructed to inspect and if needed, adjust a total of three devices delivered, still in stock.

Event description:
During an installation in denmark, a slider plate attached to a ceiling rail detached. The slider plate holding part of the suspended electric cable fell down. No injury was reported.